Manufacturer narrative:
Manufacturer reviewed x-ray of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated high lead impedance readings were obtained on a vns patient. The vns was not disabled per the reporter despite manufacturer recommendation. X-rays were reviewed by the manufacturer. A gross lead fracture was visualized proximal to the lead bifurcation. No trauma or device manipulation was admitted. The patient has been referred for vns revision surgery but a surgery date has not been set.